Event description:
Per repair statement, the unit has low o2 or yellow light. The key failure was the poppet valve was defective. Additional malfunctions were the tie wraps for the product tank were replaced, and the gear clamp on the manifold was replaced.